Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (batter life w/ damage) issue. The reporter alleged that the battery cap had stripped threads and had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: a review of the pump¿s black box data revealed evidence of a partially discharged battery installed. During testing, there was no visible damage observed to the battery compartment or battery cap. The electrical current draws measured within specifications. The battery life complaint could not be duplicated.

Manufacturer narrative:
(B)(4).